Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage between the blue winged cap and distal luer. The blue winged cap was observed to be securely tightened, however, the solution came out of the blue winged cap. This issue was discovered during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.